Event description:
It was reported that a balloon rupture occurred. An athletis pta balloon dilatation catheter was advanced over a guidewire to de-clot an atrioventricular hemodialysis access graft. When the balloon was inflated to disrupt the interstices of the graft it ruptured at 10 atmospheres. Contrast was seen leaking from the balloon. The balloon was removed from the patient and the procedure was completed successfully using a non boston scientific balloon catheter. There were no patient complications.